Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that upon scheduled removal of the external fixation construct on patient's ankle (side not reported), a large strut was observed to be broken apart. Three 2.0 wires were also reported broken at the junction of the bolt adaptors. Previous followup visits by the patient showed the entire construct intact.